Event description:
The customer reported e315 (incompatible scope) during inspection for use procedure involving an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.